Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial under-sensing noted on ventricular sensing episodes. Atrial lead sensing trend showed some days with lower p waves sensed. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.